Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model#: sc-4316, lot #: 19561536, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were discomfort, redness and swelling. The patient was prescribed antibiotics following a surgery. The physician believed that the infection was not device related. The patient underwent an explant procedure. No device malfunction was suspected.